Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2317-70, serial: (B)(4), batch: 5017601/5072983.

Event description:
It was reported that the patient was experiencing too much pain due to charging. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned.